Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The manufacturing records were reviewed, and there were no conformances related to this lot therefore supporting the device met material, assembly and performance specifications prior to shipment. A returned product evaluation was not completed. The most likely sequence of events leading to the failure are the excessive tension led to bleeding. The bleeding led to the placement of a covered stent. The covered stent placement led to distal embolization of the implant, resolved with an additional stent placement. IFU states: excessive tension. "Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required." O event details state, "the manta release technique was not according to the IFU. He used too much pulling strength resulting in a bleed from the groin post manta placement." Manta is contraindicated for use in patients with a blood pressure >180 mmhg (per IFU) o event details state the patients blood pressure was observed at 225 mmhg. Manta IFU requires the activated clotting time (act) to be below 250 seconds prior to closure. O event details state the patients act was 350 seconds at time of closure based on the information received from the event the root cause of the failure is related to user error.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the manta closure was used to close the large bore puncture after a successful tavi procedure. The patient was known with hypertensoinsystolic systolic blood pressure was observed up to 225 mm/hg. Act was around 350 sec and the heparin were not completely reversed using protamine. The manta release technique was not according to the IFU. Too much pulling strength was used resulting in a bleed from the groin post manta placement. The operator decided to close the arteriotomy using a covered stent via the contralateral groin. Prior to the stent placement the physician cut the manta suture below skin level. During stent advancement the physician displaced the anchor together with the collagen and the marker distal into the artery. After successful stent placement a sealed arteriotomy site was observed. Furthermore, the anchor, collagen and radiopaque marker (sandwich) moved to a more distal position in the femoral artery. The operator decided to fix the sandwich by covering it by placing a bare metal stent. The first stent partially covered the sandwich hence, a second bare metal stent was placed to successfully fix the sandwich, confirmed by angiogram. According due to information received from the operator 48 hours post procedure, the patient did not experience any complication due to the intervention.